Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxguard extension set microbore slide clamp(s) fluids could not get pushed through. The following was recieved by the initial reporter: verbatim: customer (casey) reported on (B)(6) 2023 (event date) they had an extension set that they could not push fluids through, so they had to change the set-up. They have sent 7-8 samples with the same issue. (B)(4). In addition, the spin collar goes too far up the tubing, which is an infection risk; they want a spin collar that is more stationary.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the set was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that while using the bd maxguard extension set microbore slide clamp(s) fluids could not get pushed through. The following was received by the initial reporter: verbatim: customer (casey) reported on 26 june 2023 (event date) they had an extension set that they could not push fluids through, so they had to change the set-up. They have sent 7-8 samples with the same issue. Ref# (B)(4). In addition, the spin collar goes too far up the tubing, which is an infection risk; they want a spin collar that is more stationary.